Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of asthma (controlled with albuterol). The biopsied lesions were in the right lower lobe and in the right upper lobe (rul). As the physician was transitioning to the rul, before needle deployment, the way the physician drove into the rul, the catheter pierced the pleura. A fluoroscopy did not show a pneumothorax, but after biopsying the rul a computed tomography (CT) scan revealed a moderate size pneumothorax. Initially, a percutaneous chest tube was inserted, but it was insufficient; therefore, a surgical chest tube was placed in addition. The patient was expected to be hospitalized for 2 days. There was no diagnosis at the time of this report.

Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.